Event description:
The complainant reported that following implant, an impella cp pump triggered an impella in aorta alarm and purge system blocked alarm. Positioning was verified to be correct via fluoroscopy and sonography and no notable kinks were discovered in the purge line. Lysis protocol was discussed with the staff, but the decision was ultimately made to replace the pump. There was no noted patient harm.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of optical signal issue and high purge pressure has been completed. The data logs were not available. The returned product was investigated and there was remnants of biomaterial in the purge gap and around the impeller that remained even after soaking the pump. The pump was connected to a console and purged. Initially, high purge pressure alarms reproduced, but once the pump was started, the pressure resolved. A window was cut in the catheter and there was no blood ingress. Clinical details report that the tissue plasminogen activator (tpa) protocol was provided, though it's unclear if it was used. This could explain why the high purge pressure was able to resolve after restarting the pump. Based on returned product and clinical details provided, the root cause of the high purge pressure was most likely biomaterial. The returned product was investigated and there were remnants of ingested biomaterial in the purge gap. There were no other visual abnormalities. The pump passed laser continuity, and when connected to the console, all 5s parameters were within specification. When the pump was connected to the console and purging, high purge pressure initially reproduced. While running the pump, all optical signal metrics were stable. Clinical details report that the impella position in aorta alarm triggered at the same time as purge system blocked alarms. Additionally, pump position was confirmed with fluoro. Since the root cause of the high purge pressure was most likely biomaterial, the two complications occurred at the same time, and pump position was confirmed to be good, the positioning alarms were likely false triggers due to ingested biomaterial. Based on returned product and clinical details provided, the root cause of the optical signal issue was determined to most likely be biomaterial. D.9 date device returned/information was added. E.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration.